Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported the balanced tip broke into two pieces during a cataract procedure and it was removed slowly. The product was replaced and the procedure was completed. There was no patient harm.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The report of phacoemulsification tip broken is confirmed based on the video attached to parent complaint. However, because the doctor claims that subject balance tip was hardly used not more than 6 times the directions for use (dfu) states the phacoemulsification tips are single use devices, the root cause is use error. Because the root cause of the reported event is customer use error (not related to the manufacturing process of the device) specific action with regards to this complaint cannot be taken. All phacoemulsification tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).